Manufacturer narrative:
The reported event of header discoloration was confirmed. However, the cloudy appearance was found to be acceptable since all the header components and the tip of the test leads were visible through the header. Interrogation of the device revealed the device was above eri when received. The device was tested on the bench using test leads and resistor loads. Telemetry, sensing, pacing, pli, hvli, patient notification, and hv shock test was normal with no anomalies found.

Event description:
It was reported that during initial implant procedure cloudy header was noted on implantable cardioverter defibrillator (ICD). The device was not implanted and the procedure was completed using alternate device on (B)(6) 2023. There were no patient consequences.